Event description:
It was reported that the balloon was inflated to 13 atm during a pta of the left iliac artery. The balloon was reported to have burst and the balloon material separated from the delivery system and the pt was taken to surgery to remove the separated balloon material.